Event description:
The patient stated that the up and down arrows have been sticking and are require multiple button presses to activate desired pump functions. The buttons were sticking. The patient uses a q-tip and alcohol to clean the pump. The patient was reeducated on cleaning the pump using water. The patient does not use a protective accessory.

Manufacturer narrative:
The pump was returned to animas. All keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.